Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a rectum procedure, the device has cut without stapling. The donuts were complete but the staples stayed opened, they were not closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.